Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report the clip moved after deployment and increased mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to <1. On (B)(6) 2019, the patient presented with oedema and dyspnea and it was noted the mr had increased to 2. A transthoracic echocardiogram (tte) showed one of the clips had increased mobility though both leaflets appeared to be still attached to the clip. The patient is in stable condition and no further treatment is planned. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Device manufacture date: it could not be determined which clip detached; therefore the lot number, expiration date and manufacture date has been provided for both. Lot # 90325u1. Manufacturing date: 26-mar-2019. Expiration date: 25-mar-2020. Lot # 90511u1. Manufacturing date: 13-may-2019. Expiration date: 12-may-2020. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this incident. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported migration could not be determined in this incident; however, migration resulted in the recurrent mitral regurgitation (mr) which then cascaded into dyspnea and edema. The reported patient effects of recurrent mr, dyspnea and edema as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.